Manufacturer narrative:
(B)(4): testing confirmed the pump does not power on. The pump was returned with visible corrosion in the battery compartment. The battery compartment is cracked from the case seal up to the threads. Performed an in house leak test and a battery compartment leak was found. The pump cover was removed and moisture was present in pump unable to download pump or to complete all required investigation steps due to moisture ingress.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that after swimming the pump shut down completely. The patient reported trying a new battery but the pump power was not restored. The patient confirmed no trauma to the pump. The patient reported that there was moisture inside of the battery compartment. This report is made based on the allegation of the pump power issue.